Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 05/31/2024, it was reported that the patient¿s cgm was reading 400 mg/dl. No bg meter comparison was taken as the patient no longer has a bg meter at home. The patient self-treated the cgm value of 400 mg/dl with insulin. At an unspecified time after treatment, the patient began feeling dizzy, weak, and lightheaded. The patient eventually lost consciousness. The patient¿s wife called ems. Once ems arrived, around 10am, the patient¿s bg meter reading was 30 mg/dl. He was treated with unspecified IV fluids until he regained consciousness. Around 1030am, ems then transported the patient to the emergency room. At the emergency room, the patient was treated with more unspecified IV fluids. By 4pm the following day, the patient¿s bg meter reading was stable at 200 mg/dl therefore, the patient was discharged home around 430pm on (B)(6) 2024. The patient was feeling better but still weak and lightheaded at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.